Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12 -jul-2018 with the following findings: during investigation, the complaint regarding the cs 060 could not be tested due to an unresponsive screen. The pump booted with audible and vibratory features but the screen remained blank. The pump cover was removed and there was evidence of moisture damage observed on internal components. The history and black box data was unable to be downloaded due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 060) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.